Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the central supply department with an unsigned note that stated, "error code." Not tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no additional info was provided.

Manufacturer narrative:
During testing, the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.